Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on(B)(6) 2015; the sensor wire detached and fell out of the applicator. No additional event or patient information is available.